Event description:
Healthcare professional reported right side "rupture when encountered intraoperatively - the right was subclinical intracapsular rupture.¿ the device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, stress marks, non-penetrating nicks, missing yellow particles, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on radius and posterior side. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. (Stress marks).

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture when encountered intraoperatively - the right was subclinical intracapsular rupture.¿ the device has been explanted.